Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "when inserting the closure system into the associated (easily prepared) sheath, no significant resistance was initially encountered. Only after approximately 5 cm of further advancement did significant resistance become apparent, so the procedure ultimately had to be aborted, and the vessel was easily closed using a running suture. Subsequent inspection of the system revealed that the sheath's hemostasis valve had become dislodged from its position at the sheath inlet and dislocated into the sheath shaft. The patient was discharged home with no other issues reported."

Manufacturer narrative:
(B)(4). The customer reported that there was significant resistance while the manta closure device was advanced approximately 5 cm into the sheath. They ultimately had to remove the unit and noticed upon inspection that the button valve was dislodged in the sheath. Complaint verification testing could not be performed as no sample was returned for analysis due to the customer accidentally discarding the unit. Additional information was received that there was no kinking of the bypass tube and patient condition is fine. A device history record review was performed and there were no relevant findings. A CAPA was previously initiated for bypass tube resistance that was attributed to a supplier manufacturing deficiency. Corrections were implemented. The complaint rate for bypass tube resistance is within occurrence limits as defined in CAPA, and further investigation related to this event will be initiated if the occurrence rate exceeds the limit. Based on the information received, the most likely root cause is supplier related. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "when inserting the closure system into the associated (easily prepared) sheath, no significant resistance was initially encountered. Only after approximately 5 cm of further advancement did significant resistance become apparent, so the procedure ultimately had to be aborted, and the vessel was easily closed using a running suture. Subsequent inspection of the system revealed that the sheath's hemostasis valve had become dislodged from its position at the sheath inlet and dislocated into the sheath shaft. The patient was discharged home with no other issues reported."